Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The manufacturer service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to an oxygen motor error. The service technician replaced the oxygen valve and oxygen motor controller pcb as a precaution. Performance verification testing was completed, and the ventilator passed per operating specifications.

Manufacturer narrative:
Oxygen valve assembly.